Event description:
It was reported that while performing an arthroscopic rotator cuff repair, the implant broke off of the magnum pi inside the pt's bone. The physician was able to complete the procedure by removing the broken implant and inserting another magnum pi implant. No pt complications were reported as a result of the event; however, the broken implant caused surgical delay of approx 45 minutes.